Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid 9hydromorphone) with unknown doses and concentrations via an implantable pump for malignant pain and cancer pain. It was reported patient went in for a refill last week, and during the visit "with all that's going on in the last year, they suspect it's a defective pump." Patient clarified by stating there have been times of no pain coverage and times of overmedicated, and it started in (B)(6) 2015. Patient stated last refill was on 2016 (B)(6) and was due for a refill on 2016 (B)(6) and patient spoke with healthcare professional (hcp) and patient's pump would be empty on 2016 (B)(6). Patient was looking for a manufacturer representative (rep) to interrogate the pump to see if medication was in the pump, so patient did not have to worry about any events happening with the pump until it is replaced. Patient was to follow up with healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was alarming and was empty. The pump will not be filled as a pump replacement was planned for (B)(6) . It was planned to follow up with a hcp to shut the pump off since it will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2017-feb-22. The healthcare provider (hcp) did a terminal lockdown and turned off the pump because he felt there was something wrong with the pump. The patient stated it was a damaged pump that could be on a recall. The patient stated that pump was removed because the hcp thought there was something wrong with the pump. The patient did not think there was anything wrong with the pump, but with the hcp. There were no symptoms reported. The hcp felt the pump was damaged. The patient wanted to get the personal therapy manager (ptm) back because there was nothing wrong with the pump and the issue was the hcp. The hcp told her she would never have another pump. The patient had another pump and wanted to get the ptm back. The representative stated that the ptm was turned in to the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient had elected to program the pump to "off state" as the patient had not found a physician to mange the pump. The rep successfully programmed the pump to off state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.